Manufacturer narrative:
Gtin: not available. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The device was implanted via l-p shunt to a patient with inph ((B)(6) male) in (B)(6) 2014. The initial setting pressure was 120mmh2o. In (B)(6), the patient fell due to gait disorder, and ventricular enlargement was confirmed by CT scan. The surgeon tried to change the setting pressure by the programmer, but it could not be changed. When pumping the device, it was found the reservoir remained depressed. Since the occlusion of the lumbar catheter manufactured by other company and the valve were suspected, the surgeon replaced the device with the same new product at 150mmh2o on (B)(6) 2015. The patient is currently being followed.